Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the patient is currently being monitored and has not been revised to date. As no lot number were provided for the devices, the device history records could not be reviewed. The cause for this special clinical event cannot be ascertained from the information provided, as the patient has not been revised. The common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008 as referenced. Should additional information become available an updated report will be submitted. (B)(4).

Event description:
The patient, through counsel, is pursuing a product liability claim arising out of the alleged use of the durom acetabular component. It is unknown at this time if the hip product is actually the durom cup. Product was implanted on (B)(6) 2008 and the patient is currently being monitored due to unknown reasons.